Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell, and the touchscreen is now cracked and unresponsive. There was no reported impact to customer's blood glucose level. Customer declined to test blood glucose levels. Customer stated they will contact their health care professional for a back up insulin therapy method.